Event description:
Related manufacturer reference number: 2017865-2021-03418; related manufacturer reference number: 2017865-2021-03419; related manufacturer reference number: 2017865-2021-03421. It was reported that the patient presented to the hospital on (B)(6) 2022 due to infection. Upon examination, it was noted that the implantable cardioverter defibrillator (ICD), the right atrial (ra) lead, the right ventricular (rv) lead and the capped rv lead were suspected of infection. Physician decided to explant ICD and the leads. During the explant procedure, the rv lead perforated the right ventricle. Physician stated that removal of cardiac system resulted in patient passing. The patient died on (B)(6) 2022.

Event description:
Related manufacturer reference number: 2017865-2022-03418, related manufacturer reference number: 2017865-2022-03419, related manufacturer reference number: 2017865-2022-03421.

Manufacturer narrative:
The reported events were patient deceased and infection. As received, a partial lead was returned in two portions for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion. Visual analysis noted three external insulation abrasions consistent with friction to another device and friction to the device can. Two abrasions were located near the distal tip region and the third abrasion was located at the most proximal cut end of the lead, all on connector portion and distal portion. Correction - b5- change in the year from 2021 to 2022. Related manufacturer reference number: 2017865-2022-03418; related manufacturer reference number: 2017865-2022-03419; related manufacturer reference number: 2017865-2022-03421.

Event description:
Related manufacturer reference number: 2017865-2021-03418; related manufacturer reference number: 2017865-2021-03419; related manufacturer reference number: 2017865-2021-03421. It was reported that the patient presented to the hospital on (B)(6) 2022 due to infection. Upon examination, it was noted that the implantable cardioverter defibrillator (ICD), the right atrial (ra) lead, the right ventricular (rv) lead and the capped rv lead were suspected of infection. Physician decided to explant ICD and the leads. During the explant procedure, the rv lead perforated the right ventricle. Physician stated that removal of cardiac system resulted in patient passing. The patient died on (B)(6) 2022.